Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
During testing at the user facility, it was noted that the pump intermittently could be programmed when the lockout switch was placed in the locked position. There were no reports of any adverse patients events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.